Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer called, reporting they were receiving an error 4 message, when inserting strips and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. The meter has been returned and , through the course of investigation, has been discovered to have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.